Manufacturer narrative:
The parts are on order and will be installed once received.

Event description:
It was reported via repair work order that the bed had no electric functions except for the fowler due to a faulty cpu. It was further reported that the motion interrupt pan was not working due to a cherri switch malfunction and short circuit from a broken wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.